Manufacturer narrative:
The thermogard xp ivtm system sn (B)(4) in the complaint was not returned to zoll for evaluation. However, the event log and the patient log were reviewed by the zoll service personnel to investigate the customer-reported complaint. The customer reported a complaint that "the thermogard xp ivtm system sn (B)(4) took more time to reach the target temperature" was not confirmed based on the review of the patient treatment log. The patient log showed that the thermogard system reached the target temperature of 34°c within the expected time period for the set max cooling rate. The system held the target temperature accurately and also rewarmed the patient back to 37°c at the set rewarming rate of 0.2°c/hr. The patient treatment graph indicated stable tgxp performance during the entire multi-day hypothermia therapy. The thermogard system functioned as intended during the clinical use. The customer complaint that "the thermogard xp ivtm system sn (B)(4) took longer than usual to display the startup window or ready status" could not be verified because the thermogard system was not returned to zoll for evaluation. The event log review indicated no discrepancies or errors related to the customer-reported complaint. Based on the photos provided by the zoll clinical specialist, no physical damage or anomalies were observed. Upon further review of the event log, unrelated to the reported complaint, noticed several mid:23 (patient probe offset) error messages that occurred throughout the hypothermia treatment. During each of these periods, the patient's temperature immediately was recorded as 0°c and the console shut off. In each case, the system was restored a few minutes later, and treatment continued with minimal impact on the patient core temperature. The most probable cause of the observed mid:23 errors is likely a defective or intermittent temperature cable or a temperature probe, likely attributed to a defective component, or degradation from age or usage. The thermogard system was manufactured in 2015 and is six years old, past the expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During the ivtm therapy, the thermogard xp ivtm system sn (B)(4) lost power due to a power outage. The power outage happened when the temperature was at 33°c, and the re-warming target temperature was set to 37°c at a 0.2°c rate. The hospital nurse tried to power up the thermogard system and noticed that the thermogard system does not display the startup logo. The hospital nurse rebooted the thermogard system, and it showed the startup logo; however, per the hospital nurse, the thermogard system took longer than usual to display the startup window or ready status. Per the customer, the philips temperature probe was inserted into the esophageal path and was connected to tgxp. Following the reboot, the patient achieved the target temperature, and the ivtm therapy was completed. Per the customer, the thermogard system took more time to reach the target temperature. No consequences or impact to the patient.